Event description:
The patient reported that about one month ago, she had an infusion set tubing that separated from the luer lock connection. The patient's blood glucose did elevate to 16 mmol/l (288 mg/dl). The patient reported symptoms of dry mouth, headaches and not feeling well. The patient stated that she changed her infusion set and administered a bolus to bring her blood glucose down. The patient did not report assistance by a healthcare professional or second party to address the issue. No product is available to be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.